Event description:
It was reported the right ventricular lead failed to capture. The lead was removed and replaced. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Additional information revealed an observation of high thresholds on the right ventricular (rv) lead.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The lead was returned with non-severe explant damage. There were no other anomalies observed regarding the returned lead. Visual summary analysis of the lead indicated apparent explant damage. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent and could not be extended, and the overlay tubing of the lead was extrinsically breached due to a cut. All electrical testing was within specified parameters. (B)(4).